Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 600 mg/dl with trace ketones, headache, lightheadedness, abdominal pain, and blurred vision. During troubleshooting, customer support (cs) found that the bolus totals do not match (>5% different), but the basal history matches the active basal program settings. Adjustments to the basal rate had been made, and the basal edit screen and prime menu screen had been accessed. It was noted that the patient was menstruating. This complaint is being reported because the discrepancy in bolus totals was not resolved, and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: testing was unable to duplicate the complaint. The black box shows on (B)(6) 2014 at 11:22 that 0.90u of a 5.90u programmed bolus was delivered due to eaw-175 partially delivery, user aborted (pump) warning; the cancelled bolus was never re-delivered. The pump was manually suspend on (B)(6) 2014 at 08:55 and manually resumed at 09:43. No eaw¿s occurred during 24hr duration testing. No hypersensitive keys observed on the keypad. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.